Event description:
It was reported by the patient that "the reluctance is way low" on the right atrial (ra) lead. The patient also stated that "the lead has low amplitude" and "is missing five to six beats a minute." Further information from the clinic confirmed that the ra lead has had rising thresholds with high thresholds due to poor patient physiology. The lead remains in use and lead revision is not expected due to deteriorating patient health. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58 lead, implanted (B)(6) 1995; dtbb1d1 crt-d, implanted (B)(6) 2014. (B)(4).